Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device of this incident, it was found that patient data did not cross over and all devices were in a disconnected state. The technical support specialist (tss) confirmed that the services had not been running after a reboot. The tss restarted all bd services, which resolved the issue. The customer later reported that some temporary patients created during the downtime were reconciled the next morning, but their charges did not transfer. The tss reviewed the examples and found that the visits were reconciled more than 24 hours later, which triggered the ¿resend unreconciled transactions duration (hours)¿ setting. Since the setting was configured to 24 hours, the system sent outbound messages under the temporary patient, and reconciliation afterward did not resend the transactions to billing. The tss explained that increasing the duration would give users more time to reconcile visits before temporary patient transactions were sent as unmerged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patients orders were not crossing over, and all the devices were in disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server patients¿ orders were not crossing over, and all the devices were in disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.